Event description:
Procedure type: duodenum carinoma resection. According to the reporter: after mobilization of duodenum the surgeon placed ta stapler, the instrument closed and fired. The clamp driver in the magazine were visible. After transsection on resectat side the instrument was opened and noticed that the proximal duodenum was not closed with clamps. The check of the resectat showed, that there were also no closed or open clamps. Bleeding was stopped wit ligatures and stitches around. The reconstruction was done with manual suture afterwards. Another instrument of same lot was tested, but there were clamps inside and after firing formed correctly. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, no part fell into cavity, no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).